Event description:
Settings were set on machine per surgeon. Array position, red flashing light and cavity assessment yellow light flashing. Enable pushed, footswitch depressed and nothing happened. Machine turned off & steps repeated per surgeon. Still nothing happened. Novasure rep called and put on speaker phone to talk with surgeon and staff. Machine turned back on and settings were set by rep per surgeon. Device still did not work. Repeated all steps one more time, and machine still did not work. Device removed from field & given to spd to return or contact manufacturer a new device opened on field and settings reset by novasure rep per surgeon. New device worked and procedure completed.

Event description:
Settings were set on machine per surgeon. Array position, red flashing light and cavity assessment yellow light flashing. Enable pushed, footswitch depressed and nothing happened. Machine turned off & steps repeated per surgeon. Still nothing happened. Novasure rep called and put on speaker phone to talk with surgeon and staff. Machine turned back on and settings were set by rep per surgeon. Device still did not work. Repeated all steps one more time, and machine still did not work. Device removed from field & given to (b) 6) to return or contact manufacturer a new device opened on field and settings reset by novasure rep per surgeon. New device worked and procedure completed.